Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited loss of capture, and noise. The physician suspected the lead to be fractured. The lead was capped and replaced. The patient was asymptomatic.